Event description:
The pump was returned for investigation. Investigation revealed that there was a cracked force sensor trace. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed loss of prime warnings with a zero low force. The pump was exercised for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings duplicated. Performed multiple load step functions and no failures or loss of prime observed. Force calibration check passes. The display lens was removed and the force sensor pins are seated. The pump case was removed and there was evidence of a cracked force sensor trace. The retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.